Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the whitestar signature pro system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
On 1/13/2021 it was reported that during a right eye (od) cataract case on (B)(6) 2020 vacuum was lost and the unit was unable to reboot. The doctor switched to a competitor's backup unit and completed the case with no issues. On (B)(6) 2021 the patient complained of pain. The doctor saw the patient and found a fragment left in the eye. On (B)(6) 2021 the account provided that the patient will return to the operating room (or) to have the remainder of the fragment removed. No further information has been provided.